Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to malposition include, but are not limited to, interaction with patient anatomy, vessel pinched by suture, lateral puncture or the device used in a femoral vessel < 5mm. The reported patient effect and treatment appear to be related to the circumstances of the procedure. The patient effects of thrombosis and occlusion are listed in the prostyle instructions for use (IFU) potential adverse events, section 9.0 as potential adverse event associated with use of vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery was performed with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to a large-bore sheath and the tavr procedure was completed. Reportedly, post-tavr, upon tightening the knots, the skin appeared puckered. Further examination noted that the vessel was cinched by the first suture. Pti with balloon was performed to loosen the suture and restore flow to the vessel. Hemostasis was achieved w/ the same pre-placed sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.